Event description:
During initial manufacturing testing the device did not sound an audible alarm tone while on the low volume setting. The device was received from the customer with no specific report.